Event description:
It was reported that this lead was explanted due to an infection presented. Later on, this was confirmed via echography. Device is not expected to return. No additional adverse patient effects were reported.